Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the events as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose, and her glucose levels were 800 mg/dl. Troubleshooting was not performed, as batteries were removed from the insulin pump. It was stated that the nurse removed the batteries and the settings were erased. No further information was provided.